Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(cloudy).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective prism leak. Based on the result, we concluded that it was caused due to the physical damage applied on the objective prism. In addition, our technician confirmed that the ultrasound connector body broken, the suction channel buckled, the lg prong corroded, the lg prong top corroded, the light guide cable leak, and the jet socket cut; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.